Event description:
Rep reported that, a catheter was removed due to blockage. No pt injury reported.

Manufacturer narrative:
It is anticipated that the device will be returned for evaluation. Upon completion of the investigation a follow up report will be filed.